Event description:
It was reported by the affiliate that (1) er420 was used during a laparoscopic colon procedure. It was reported by the affiliate that the surgeon did not use the instrument because the jaws would not open. It is unknown how the case was completed. No adverse pt outcome.